Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error alarm led failed (e/c 1105).it is unknown if the device was in use at time of the event. Event date not specified; estimate used.